Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 04.037.948s. Synthes lot # h655698. Supplier lot # n/a. Release to warehouse date: 06 june 2018 manufactured by: synthes monument. No ncrs were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery for trochanteric fracture. The end cap was not fully inserted and was deployed. Although it was not fully engaged with the nail at the surgeon's discretion. Even with maximum internal rotation, the end cap could not be fully inserted. The patient was small, and the nail top was not embedded in the bone and protruded. After several checks by the surgeon, the locking mechanism appeared to be tightened. Procedure was completed successfully with 30 minutes of surgical delay. No further information is available. This report is for one (1) 9mm/130 deg ti cann tfna 280mm/right - sterile. This is report 2 of 2 for complaint (B)(4).